Event description:
It was reported that during engineering evaluation it was discovered that the "cutter would not rotate when attached" to the motor device. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation.  (B)(4) evaluated the device.  The device was tested and was found to have a cutter that would not rotate when attached to the motor.  Therefore, the reported condition was confirmed.  The assignable root cause was determined to be normal wear over time.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.